Event description:
Caller states that the approx 3 connector pins were black and appear burnt on the accu-chek inform. No melting on the device reported. No adverse event reported. Requested return of suspect device and replacement was sent. Info suggests issue was discovered at a medical facility.